Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had recurrent bleeding from pulmonary vascular bed which was not left ventricular assist device (lvad) related. The log files captured several low flow alarms between 8 pm and 9 pm on (B)(6) 2024. There did not appear to be any type of mcs equipment issues which caused these events. The low flow events seemed to be a patient related issue and not an equipment related issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Log files from (B)(6)2025 contained low flow estimates as well as sustained low flow hazard events. The low flow was due to hemothorax, and pneumothorax and a chest tube was placed. The patient has remained in the hospital since the failed transcatheter aortic valve replacement. The hemodynamic stability was followed with fluids and blood products. The hemothorax and pneumothorax was not completely resolved. The patient remained critically ill with discussion of withdrawal of care and comfort measures. The patient had poor lung parenchyma, recurrent bleeding, pneumothoraxes and extracorporeal membrane oxygenation (ECMO) dependence. The flow readings did not appear to be the result of any external equipment malfunction. There were no unusual rotor faults, pump temperature, or any abnormal pump faults seen in the log files. The equipment was operating as intended. The patient was awaiting heart and liver transplant.

Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms, which the account attributed to hemothorax and pneumothorax. The submitted controller event log file captured several low-speed advisories, intentional pump stops, and backup battery not installed alarms on 18dec2024. According to the account, the decrease in speed, intentional pump stops, and removal of the backup battery were performed by the clinician during tavr device removal surgery. These events were also associated with low flow hazard alarms, which appeared to resolve once the stored patient speed was increased following the procedure. The additional submitted controller event log file contained events from 19jan2025 ¿ 21jan2025. Several low flow hazard alarms were captured on 19jan2025 and 20jan2025. Review of the submitted controller periodic log file revealed additional low flow alarms captured on 18jan2025. No other notable events or alarms were captured in the submitted log files, and the pump appeared to be operating as intended at the stored patient speed. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, document (B)(4), rev. D, are currently available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events, including bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The aortic valve issues existed pre--implant and a device related issue did not cause or contribute to the aortic valve issues or failure of the aortic valve replacement. The patient ultimately passed away due to multisystem organ failure on (B)(6) 2025. No additional information was provided. The outcome was not considered device or therapy related.